Event description:
Patient reported right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: db6, d.9. H3, h.6.

Event description:
Patient reported right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in posterior side assessed as fold flaw opening. Additional observations: wear abrasion is observed. Crease is observed. Black particles in the fill channel. No further actions are required as the device was implanted.

Event description:
Patient reported right side deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.5, g.2.

Event description:
Physician reported "rupture" of saline device.